Manufacturer narrative:
(B)(4).

Event description:
It was reported during the thr procedure that the trial was stripped. The incident occurred outside the patient. The procedure was completed without delay, using a backup from smith & nephew. No patient injury or other complications were reported.

Manufacturer narrative:
Results of investigation: the associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The internal threads of the trial are stripped rendering the device inoperable. The device shows signs of extensive use. A review of complaint history did not reveal additional complaints for the listed item. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and the crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.